Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV pump was unable to connect. The device would set up okay, but when the infusion was tested, the device would beep and state that it could not run. The pump was switched and there were no more issues. There was no patient involvement.

Event description:
It was reported that the IV pump was unable to connect. The device would set up okay, but when the infusion was tested, the device would beep and state that it could not run. The pump was switched and there were no more issues. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 07oct2008 to the present date 15jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the IV pump was unable to connect. The device would set up okay, but when the infusion was tested, the device would beep and state that it could not run. The pump was switched and there were no more issues. There was no patient involvement.